Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result was obtained from one of five american proficiency institute (api) proficiency samples tested from the most recent proficiency event using vitros tsh reagent lot 7180 on a vitros xt 7600 integrated system. Api sample thy-04 result of 132.00 miu/l vs. The expected result of 95.302 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was obtained from a non-patient proficiency fluid. The customer confirmed that patient sample results had not been affected and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .

Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from one of five american proficiency institute (api) proficiency samples tested from the most recent proficiency event using vitros tsh reagent lot 7180 on a vitros xt 7600 integrated system. The assignable cause for the higher than expected vitros tsh results could not be determined. Historical quality control results obtained from vitros tsh reagent lot 7180 were acceptable during the timeframe of the event, therefore, a vitros tsh reagent performance issue did not likely contribute to the event. Diagnostic within-run precision testing was performed on (B)(6) 2024 and was within ortho acceptable guidelines. Although no diagnostic precision testing was performed at the time of the event in january 2024, an analyzer issue is not a likely contributor to the event as historical vitros tsh quality control results were acceptable. Continual tracking and trending does not indicate a systemic issue with vitros tsh lot 7180.